Manufacturer narrative:
Additional information received that the pump did not failed while in patient use. No patient harm or delay in patient care resulted. Issue was found during preventive maintenance.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the top case cracked down from the handle, with the right plunger case cracked and cracked battery compartment. Event log history was performed and indicated that force sensor test error was recorded in history. During analysis, the customer's reported problem was duplicated. It was noted that the force was out of specification at 5 and 15 pounds (lbs) and the count was zero. Service recalibrated the force and that cleared up the reported problem. It was also noted that the out of calibration condition is due to normal wear given the pump is over nine years old. Service also replaced the force sensor as a preventive measure. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be normal wear as pump was over 9 years old.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited force sensor malfunction. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.